Manufacturer narrative:
D9: (B)(6) 2025. H3: one used cleo set was received for evaluation. As received, there were no damages or anomalies observed. Functional testing was performed, and no leaks were observed. The complaint of an occlusion cannot be confirmed nor replicated. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo set was changed but kept causing downstream occlusion alarms. Trialed 4 extension sets and all caused the occlusion. Clinical support nurse provided some troubleshooting to pharmacist to rule out another part of the system causing occlusion. The incident arrived while in use with the patient, and no patient harm/adverse event reported.